Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that there is reasonable evidence suggesting that this left ventricular (lv) lead was explanted due to unknown product performance issues. No additional adverse patient effects were reported.